Event description:
A remstar auto a-flex w/sd card, int device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician observed deteriorated foam, dirt and dust, and identified multiple error codes. The device was scrapped by the service center after the evaluation was completed.